Manufacturer narrative:
Based on the information as reported, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the patient outcome. The patient is reported to have a complex medical history complicated by gastric reflux, which may be contributing to her current condition. As reported the patient underwent a revision procedure, the date of the revision procedure was not provided. At this time, no conclusion can be made. Recurrence and adhesion formation are listed in the adverse reaction section of the instructions-for-use as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. The date of implant documented, is an estimate, as an actual date of implant was not provided. Should additional information be obtained, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
The following was reported to davol: in 2002 - the patient underwent a nissen fundoplication to treat symptomatic gastric reflux. As reported the patients stomach was all the way up behind her heart. In 2006 - as reported, the nissen fundoplication did not hold and the patient underwent a revision in which the patient was advised to have a hiatal hernia repaired as well. The patient underwent implant of a composix kugel hernia patch to repair a hiatal hernia. It is reported that the patient had a recurrence of the hiatal hernia and underwent additional surgery. As reported, the surgeon could not remove the composix kugel hernia patch as it was too incorporated. As reported, the patient has undergone 5 surgeries following the implant of the patch due to complications with the repair and with the gi reflux, which she has a long history of complication with. It is reported that the patient is bedridden and can only perform physical activity when she has the right amount of pain medication. The patient has reportedly been evaluated by several doctors and has visited many hospitals for treatment of her pain.